Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that a small scratch was observed in the periphery of the lens. The location of the scratch would not affect the patient vision, so the surgeon decided to keep the lens. The lens remains implanted in patients eye. Additional information was requested.